Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, the device had difficulty in crossing the lesion. It reached the target lesion when a non bsc device was used; however, the balloon ruptured at 4 atmospheres, a pinhole rupture occured. No part of the device remained inside the patient's body. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.